Manufacturer narrative:
Siemens filed MDR on 02/14/2019 for false positive advia centaur xp anti-hbs2 (ahbs2) patient results. 02/22/2019: typographical error. The age for sid (B)(6) is 25 and not 75 as initially reported additional information: siemens has completed the incident investigation. The cse checked the wash separation manifold, sample probe alignment and found no issues. The aspirate probes bottom cuvette alignment was check and no adjustment needed. The cse performed aspirate and dispense checks and replaced aspirate probes 1 and 2 pinch valves. The parts were replaced were part troubleshooting. A precision test was performed using 3 patient samples with good reproducibility. Quality control was run and acceptable. The cause for the discordant patient results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2432235-2019-00079 was filed for discordant patient results on a different day.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse checked control and calibrations sample, ancillary and reagent probes, dispense base and acid verification, and wash station verification (dispense/aspirate). The cse replaced the pinch valve, pinch valve tubing and o-ring. Siemens is investigating the event. The instruction for use (IFU) under the interpretation of results states the following:" reactive: samples with an initial value greater than or equal to 12.0 miu/ml are considered reactive (positive) for antibodies to hbsag." "Retest zone: samples with an initial value greater than or equal to 8 miu/ml and less than12.0 miu/ml will be flagged for retest. These samples should be retested in duplicate. After retesting, if at least two (2) results are greater than or equal to 10.0 miu/ml, then thesample is considered to be reactive. If at least two (2) results are less than 10.0 miu/ml, then the sample is considered to be nonreactive."

Event description:
(B)(6) advia centaur xp anti-hbs2 (ahbs2) patient results (6) were obtained by the customer on advia centaur xp instrument (lab ID# (B)(6)). The (B)(6)results were considered discordant compared to (B)(6) ahbs2 repeat results run either on the original advia centaur instrument (lab ID#(B)(6) ) or an alternate advia centaur instrument (lab ID#(B)(6)). Of the six discordant patient results, four were retest zone results that required additional testing prior to reporting a (B)(6) result as per the instruction for use. For the other two discordant patient results, one was initially (B)(6) and then (B)(6) on repeat, and the other patient was initially (B)(6), then (B)(6) when repeated. Corrected results were issued by the customer. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp anti-hbs2 (ahbs2) results.